Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant of the implantable pulse generator (ipg), there was missing ventricular pacing noted on the electrocardiogram. The device was reprogrammed. No patient complications have been reported as a result of this event.